Event description:
The surgeon inserted an aq5010v silicone three-piece lens in 2006. The lens was removed the 12th day due to the pt needing a different diopter powered lens. The lens was removed with no pt injury, no incision enlargement or sutures. The reporter stated it was the surgeon's decision to use this aq5010v and his decision to remove the lens for another type lens. The reporter stated there was no product malfunction.